Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection, but the measurement of the plane parallelism has revealed with a value of -0.037 mm [outside the tolerance of 0 ± 0.02 mm] a deformation. Permeability test: a permeability test has shown that the prosa is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in horizontal positions. The results show that the prosa operated within the accepted tolerance. Adjustment test: the prosa valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found in prosa. Results: based on our investigation results, we can determine deposits and detect a deformation of the housing surface. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve caused an overdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 13 years, height: 133 centimeters (cm), weight: 29.4 kilograms (kg), gender: male. Same patient / event as medwatch#3004721439-2023-00167.